Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. During the time of wire removal, the physician was unable to pull the wire out of impella cp catheter. The device was removed. The wire was noted to have kink on the distal tip. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.